Event description:
It was reported that during a lap colon resection procedure, the teeth on the ring became disengaged and they could not get them re-engaged. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the ld1115 device was returned with the sleeve torn. However, the ring teeth of the instrument was noted to be in good visual condition and the iris open and closes properly. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. It should be noted according to the package insert, "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur. Do no lay surgical instruments on the lap disc or allow metal or sharp instruments to come in contact with the lap disc as the may weaken or damage the flexible silicone membranes. Sterile, water-soluble lubricant should be applied to the dorsum of the gloved hand prior to insertion through the lap disc. Unlubricated hands may cause significant friction and tear the device. Do not remove hand with the iris valve as it may tear the device" the batch history records were reviewed with no anomalies noted during the mfg process.